Manufacturer narrative:
The employee subject of the reported event, received treatment from the user facility and returned to work. No procedure delay or cancellation occurred. A steris service technician arrived on-site, inspected the unit, and confirmed it to be operating according to specification. The technician identified the employee subject of the reported event had overloaded the unit, resulting in the reported event. The technician also confirmed that the employee was not wearing appropriate ppe at the time of the reported event. The steris operator manual states on page 1-2, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." And on page 6-14, "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit". A steris account manager offered in-service training on the proper use of the v-pro max sterilizer however the user facility declined. The account manager notified the user facility of the appropriate ppe required when using the v-pro max sterilizer. No additional issues have been reported.

Event description:
The user facility reported an employee experienced a burn when unloading their v-pro max sterilizer, medical treatment was sought and administered.